Manufacturer narrative:
Impact: platen bent causing pump not to infused any fluid when testing at rate 19.9 ml/hr and failed on "door open" and 40 psi test. Replaced platen assembly.

Event description:
Info received states that pump's door platen is bent.